Manufacturer narrative:
This report is being supplemented to provide additional information (e1, e2, e3) received from the reporter. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the cycle issue could not be determined. It is possible that the water flow became weaker than before because the water filter was clogged with dirt. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water. Note ·filter life varies depending on a number of factors including incoming water quality and use volume. ·using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During troubleshooting, the customer was instructed to change the filter. It was noted, after the customer changed the filter, the reported issue was resolved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the cycle with the endoscope reprocessor was noted to be too long. It was indicated the amount of water supplied to the washing tank is weaker than before. There was no harm or user injury reported due to the event.